Event description:
Boston scientific received information that this right atrial (ra) lead was explanted due to dislodgement. No adverse patient effects were reported.

Manufacturer narrative:
It was noted the lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.